Event description:
It was reported that the patient presented to the clinic for follow up. Device interrogation indicated that the ventricular lead impedance and capture threshold had increased. X-ray was inconclusive. The lead was capped.

Manufacturer narrative:
No medwatch form was received.